Event description:
It was reported the patient had fallen down the stairs a month ago. The implantable neurostimulator (ins) had moved from her buttock to her hip as a result of the fall. The ins had moved about 6 inches.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v233248, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).